Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from portuguese to english: reported issue 1: the material had a defect in the safety device, which did not activate.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot numbers 3305581, 3363141 and 3363143. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. However, the probable root cause could be related to spring formation during manufacturing. The operation and maintenance corrections performed various adjustments and alignments that may have been related to this defect. A corrective and preventive action plan was implemented to prevent the occurrence of this type of defect. However, the lot reported was manufactured prior to this CAPA implementation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Additional information received: see b. Describe event or problem e/f codes updated.

Event description:
Additional information received on 20 jan 2025: batch: 3305581, 3363143 and 3363141. How many products were affected? Please confirm the quantity. If any other products were affected, please provide details. 1 unit has there been any damage to the patient(s)/health professionals? No patient(s) involved, please confirm. No could you send photo samples/videos of the sample that presented the deviation? I have no evidence.